Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the interlock-35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70mm) od (0.035in [0.89mm] or 0.038 in [0.97mm] inner lumen) imagertm ii selective diagnostic catheter without side flushing holes. (B)(4).

Event description:
It was reported that the coil broke. The patient was undergoing an embolization treatment of a type 2 endoleak with direct puncture to the abdomen. Continuous flush was established and a 8mm x 20cm interlock-35 was advanced in the unknown introducer needle. It was noted that the coil was broken in half at its distal portion, just outside of the needle. The physician then removed the coil out of the introducer needle. The procedure was completed with another of the same coil and the same needle. No patient complications were reported and the patient's status is fine.